Manufacturer narrative:
(B)(4). The returned clik anchor was analyzed and the complaint could not be confirmed. Visual inspection revealed 3 eyelets were fractured and exhibited missing silicon. The root cause of the event is unknown. It was confirmed that the silicone was removed from the patient during the revision procedure.

Event description:
A report was received that during the patient's revision surgery for lead migration the physician noticed that the clik anchor was broken so it was replaced.